Event description:
This event occurred while on an ambulance case in the city. While performing patient care on a suspected cva patient, ems attempted to obtain a blood glucose level on the patient several times. The glucometer malfunctioned during this case and failed to provide us with the patient's blood glucose level. The patient turned out to be hypoglycemic, and her symptoms resolved at another hospital after receiving glucose IV. The machine that ems had gave an error code that read "e3"; other times the machine would power off after placing blood on the test strip, after powering on normally. Another time the machine indicated that a strip needed to be inserted, even though a strip had already been placed correctly. This all occurred during this case; prior to this case, the machine seemed to work normally. This was the first patient we used this glucometer on for the shift. The glucometer was turned over to the on duty supervisor and one of our physicians was notified.